Manufacturer narrative:
Manufacturer's updated investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported ventricular tachycardia and neurological dysfunction could not conclusively be established through this evaluation. In addition, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) at the time of the event. The patient ultimately expired on (B)(6) 2018. The cause of death was due to coronary artery disease (cad). There is no product available for evaluation. The heartmate 3 lvas IFU lists infection (local, pump pocket/pseudo pocket, and driveline) and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and neurological dysfunction as potential late postimplant complications. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018 the patient experienced ventricular tachycardia. An automated implantable cardioverter defibrillator shocked the patient out of it which resulted in electrolyte depletion. Tachy therapies for ventricular tachycardia/ventricular fibrillation were deactivated on (B)(6) 2018. The patient expired on (B)(6) 2018 reportedly due to coronary artery disease.

Manufacturer narrative:
Additional information a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) at the time of the event. The patient ultimately expired on 19sep2018. There was no indication that the patient outcome was related to this event. There is no product available for evaluation. The heartmate 3 lvas IFU lists infection (local, pump pocket/pseudo pocket, and driveline) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 39 days. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4).

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that a sputum culture on (B)(6) 2018 was positive for burkholderia cepacia complex. Infectious disease was consulted on (B)(6) 2018. It was suspected that the growth of b. Cepacia represented colonization rather than infection at the time, but it would be treated anyway. Minocycline was given.